Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument would not open. The surgeon manually manipulated the device open. The hosp has reported no pt injury occurred.